Manufacturer narrative:
Based on the repair technician statements, investigation determined that the failure was a pdm das cpu hardware failure. The failed das hardware was replaced.

Manufacturer narrative:
There was no pt involvement. Date of incident unknown at this time. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a loss of function of the defib sync connector of the device. There was no patient involvement.